Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device analysis with complaints of dyspnea and fatigue. Upon interrogation, it was observed the left ventricular lead was failing to capture on all configurations. The lead was explanted and replaced. The patient was stable.